Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bleeding at the site of implant following a recent procedure to implant an implantable cardiac monitor (icm). The patient was brought in and a bandage was applied. The bandage subsequently came off and the patient returned to the clinic with the icm exposed. The icm was explanted and the patient given time to heal. A new icm was implanted lateral to the previous site. The patient was stable.